Event description:
Pt was admitted through emergency department for treatment of an intracerebral bleed. Initial treatment was begun with IV decadron and IV antihypertensives on 4/21/94. At 4:30 pm nursing inserted one 18 french foley catheter, the catheter did not drain urine and subsequently began draining blood. Physician was consulted as nursing could not deflate the foley catheter. Pt was examined on 4/22/94 at 8:30 am. Physician noted that foley catheter bulb was inflated in the uretha. Physician attempted to deflate foley catheter bulb but was unsuccessful. The bulb was deflated by a percutaneous needle puncture. Then the foley was removed. Physician was consulted about urethral fistula but this complication did not occur.